Event description:
The aim of this (B)(4) prospective registry (priamus--proximal flow blockage cerebral protection during carotid stenting) was to evaluate the applicability and efficacy of the mo.ma device for the prevention of cerebral embolization during carotid artery stenting (cas) in a real world population. In (B)(4) centers, 416 patients were enrolled in a prospective registry. Two-hundred and sixty-four symptomatic (63.46%) with >50% diameter stenosis and 152 (36.54%) asymptomatic patients with >70% diameter stenosis were included. The mo.ma proximal flow blockage embolic protection system was used to perform protected cas, achieving cerebral protection by endovascular clamping of the common carotid artery (cca) and of the external carotid artery (eca). Technical success, defined as the ability to establish protection with the mo.ma device and to deploy the stent, was achieved in 412 cases (99.03%). Only in two cases it was impossible to correctly position the mo. Ma due to severe tortuosity of the aortic arch. In additional 2 cases cerebral protection could not be achieved; in 1 case because of a rupture of the distal balloon for excessive inflation (in this case a filter was placed) and in another case because of the dislodgement of the system due to balloon sliding because of inappropriate handling (in this case the procedure was successfully accomplished). The mean duration of flow blockage was 4.91+/-1.1 min. Transient intolerances to flow blockage were observed in 24 patients (5.76%), but in all cases the procedure was successfully completed. No peri-procedural strokes and deaths were observed. Complications during hospitalization included 16 minor strokes (3.84%), 3 transient ischemic attacks (0.72%), 2 deaths (0.48%) and 1 major stroke (0.24%). This resulted in a cumulative rate at discharge of 4.56% all strokes and deaths, and of 0.72% major strokes and deaths. All the patients underwent thirty-day follow-up. At thirty-day follow-up, there were no deaths and no minor and major strokes, confirming the overall cumulative 4.56% incidence of all strokes and deaths rate, and of 0.72% rate of major strokes and deaths at follow up. In 245 cases (58.89%) there was macroscopic evidence of debris after filtration of the aspirated blood. This italian multicenter registry confirms and further supports the efficacy and applicability of the endovascular clamping concept with proximal flow blockage in a broad patient series. Results match favorably with current available studies on carotid stenting with cerebral protection.

Manufacturer narrative:
Evaluation results: root cause cannot be determined; incorrect technique/procedure - excessive balloon inflation; no results available since no evaluation performed - device or procedural images not provided for review; no device returned. Evaluation conclusions: root cause cannot be determined; use error caused or contributed to the event - excessive balloon inflation. Unable to confirm complaint - device or procedural images not provided for review. (B)(4). The information could not be matched with other information known to medtronic. Attempts made to obtain additional details.